Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. (B)(4).

Event description:
The patient was going through morphine withdrawal. Symptoms included nausea, chills, and a headache. The pump had stopped. The patient was given oral morphine and the symptoms resolved the same day. The manufacturer's device registration system indicates the pump was replaced. The device system was used to deliver morphine 50 mg/ml at 5 mg/day.